Event description:
The user facility reported that during a patient procedure the 4085 surgical table would not raise the back section of the table up when commanded to do so via the hand control. The staff reported the table hand control was displaying "kidney down" als message when they attempted to raise the back section, however the kidney bridge section of the table was already at its lowest point. Through utilization of the auxiliary hand control the table was articulated to the desired position. No injuries to the patient or hospital staff were reported and the procedure was completed successfully.

Manufacturer narrative:
A steris service technician inspected the table and was able to duplicate the reported event. The technician determined the kidney bridge sensor was marginally out of adjustment causing the false hand control user error message. The technician adjusted the sensor, tested the table with and without weight and returned the table to service; no further issues reported. The table subject of the reported event is under steris service contract and was last serviced on 11/30/11 where the table was found to be operating properly. Steris has determined this is an isolated event.